Event description:
Ambulance personnel were attending to a pt during a code. It was reported that 3 stacked shocks were delivered per protocol with the standard external paddles. The pt was then intubated and defibrillation electrodes applied. It was reported that on the fourth and subsequent attempts to countershock, the device charged but did not deliver energy to the pt. The reporter stated the energy level decreased on the display and an alarm sounded. An automatic external defibrillator was available and used to deliver one shock until advanced life support arrived with a back up monitor/defibrillator to continue treatment. The pt was successfully converted.